Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the bulkhead connector was replaced. The bulkhead connector was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. One side wall of the returned connector was broken out and missing with bent and broken leads inside the connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to connect to the imaging system. It was confirmed that the imaging system only has one igs server associated with it and that igs server is for another navigation system at the site. This navigation system appears to not have the current configurations appropriate for the imaging system communication. The manufacturer representative walked the site through bypassing the bulkhead and was able to get green status for the imaging system communication. No patient was present at the time of the event.